Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd sharps container does not close. The following information was received by the initial reporter with the following verbatim: we have had reports from multiple collectors experiencing issues with sealing the attached sharps containers.

Manufacturer narrative:
Investigation summary: 2 photos were received and tested by our quality team with the customer's complaint of lid closure issues. The photos do not present any noticeable issues and without a physical sample for investigation- the complaint cannot be verified and the root cause is unknown.

Event description:
Photos received.